Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection no anomalies were observed. The main board was assembled into a golden unit. Upon functional test ran on automated test console the device failed at cross pace. No excess heating was observed when checked using infrared (ir) camera. The device was ran on tester with a breakpoint at cross pace, however the device failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The external pulse generator (epg) was returned for test and calibration, and subsequently tested out of specification during the ma nufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis, it was determined that the external pulse generator (epg) failed the incoming tests. It was noted that the epg failed tests for cross pacing, active current, and battery removal tests on the test system. The printed circuit board (pcb) was defective. It was also noted that the elastomers were damaged and worn. The hanger was broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.